Manufacturer narrative:
Concomitant medical products: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1991, explanted: (B)(6) 1995, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs). Information was reported that the rep stated the patient's original system was replaced because the wires were broken. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient's device was not working, and the patient started experiencing pain in (B)(6) 2018. It was reported that the patient had a predominant burning sensation in the left lower extremity that flared up along with the pain. The patient described the pain as a "shooting unbearable numb sensation" and stated that it felt like their leg was "on fire." It was reported that the lead fractured, and fibrous tissue had already formed. It was reported that at laminotomy would be needed if the entire system is going to be explanted. No further complications are anticipated.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they did not know the reason for the wires breaking. The rep indicated that the x-ray appears the lead or extension has a fracture has a complete break. The rep wanted to discuss surgical options. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.